Manufacturer narrative:
Device returned for analysis. Device exhibited shell breach. Cause of device rupture suspected as being surgical instrument damage.

Event description:
Patient diagnosed with left-side device rupture.